Manufacturer narrative:
(B)(4) initial.

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver exhibited a single compressor malfunction alarm. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4)

Event description:
This companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver exhibited a "single compressor malfunction" alarm. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the external components revealed no anomalies. Review of the electronic patient data file revealed three "single compressor malfunction" alarms, confirming the reported issue. The root cause was a malfunction of the right compressor. The right compressor was replaced, and the companion 2 driver passed all final performance testing. This failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver is equipped with two compressors - a primary compressor and a redundant, secondary compressor. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.